Event description:
It was reported that during an infusion, the pump started alarming with no words on screen. The battery was removed and was noted to be hot. The infusion was continued by swapping out the device. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other text: additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. During inspection it was found that during power up the device had an error code 80 on the screen display. The root cause of the reported issue was found to be issues with the motor. Actions were taken to mitigate the reported issue: replaced the motor.